Event description:
Doctor reported customer being hospitalized due to dka. Dr. Requested pump to be troubleshooted. Advise to have customer call to do troubleshooting. Explained it can be done over the phone.